Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and it was found that buttons had fallen off the key pad. Functional testing was performed and no failure was detected. The device was determined to be operating within the required specifications without malfunction.

Event description:
The patient and the doctor contacted dexcom technical support on (B)(6) 2013 to report that on the date of the report, she experienced a seizure and almost fainted on two occasions due to low blood glucose. The doctor reported that the patient was in the doctor's office and the receiver did not alert until the patient was at 70 mg/dl. At the time of the call to dexcom technical support, the audio alerts were checked and functioned properly. At the time of the call to dexcom technical support, the patient reported being exhausted.